Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR) and instructions for use (IFU). A review of the device history record (DHR) for ab2000-b/serial number: (B)(6) was conducted, which confirmed that there were no non-conformance's, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, rev. E, was reviewed and states the following: 4.3 warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder, under trus guidance retract balloon into prostatic fossa, inflate balloon to 30-50% of initial prostate volume, apply mild traction on the catheter to hold the balloon catheter in place, balloon catheter in bladder, no traction, c. Start cbi per hospital protocol. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. It was reported that post-aquablation therapy, during hemostatis phase, the physician found that the water jet had got deep into the patient's left prostatic fossa resulting in a bloody cavity. According to the physician, the surgical capsule remained intact; however, it necessitated additional cautery. The patient was reported to be stable, but their hemoglobin level dropped significantly overnight, necessitating a blood transfusion. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy and provides adequate instructions on how to achieve appropriate hemostasis. Based on the information received, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. The patient was reported to be doing well and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics (procept) became aware that the patient bucked during treatment pass 1, so the physician decided to do a 3rd treatment pass for depth. Post-aquablation therapy, during the hemostasis phase, the physician found that the water jet had gotten deep into the patient's left prostatic fossa, resulting in a bloody cavity. According to the physician, the surgical capsule remained intact; however, it necessitated additional cautery. The patient was reported to be stable, but their hemoglobin level dropped significantly overnight, necessitating a blood transfusion. The patient was reported to be doing well and has been discharged from the hospital. No malfunction of the aquabeam robotic system was reported.